Event description:
The clinician reports the implant was inserted (B)(6) 2012 in fdi 35 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.